Event description:
Home pt (hp) reported during peritoneal treatment using the quantum device pt was filled twice without draining. Home pt contacted healthcare professional (hcp) and was advised to call baxter operational assistance group to troubleshoot. Home pt placed the call and stated baxter was able to assist home pt in successfully draining on the quantum. The home pt reported no pt injury or medical intervention was necessary as a result of this event. Baxter followed up with healthcare professional and healthcare professional confirmed home pt called during this event. Healthcare professional also stated it could not be determinded whether this event was a result of improper home pt technique or due to the device. Home pt is new to this device. Healthcare professional confirmed there was no pt injury or medical intervention necessary and home pt is doing fine now.